Event description:
This unsolicited case was received from united states on 28-mar-2018 from pharmacist. This case concerns a female patient of unknown age who received treatment with synvisc one and after unknown latency worsened her osteoarthritis, caused her immobility and swelling in her right knee. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date, the patient started treatment with intra-articular synvisc one injection at a dose of 8mg/ ml (frequency: unknown and indication: unknown). On (B)(6) 2018, after unknown latency, patient experienced swelling in her right knee which caused her immobility and she needed physical therapy and acupuncture to treat. She stated that it worsened her osteoarthritis and increased her pain (onset: (B)(6) 2018; latency: unknown). Action taken: unknown. Corrective treatment: physical therapy, accupuncture for caused her immobility; not reported for rest events. Outcome: unknown for all events. Seriousness criteria: medically significant for all events. Pharmacovigilance comment: sanofi company comment dated 04-apr-2018: based on the available information, pharmacological plausibility can be established between the events and suspect product. However, more information regarding injection technique, patient's current clinical presentation, relevant medical history, concomitant medications and other risk factors is required for further case assessment.

Event description:
This unsolicited case was received from united states on 28-mar-2018 from pharmacist. This case concerns a female patient of unknown age who received treatment with synvisc one and after unknown latency worsened her osteoarthritis, caused her immobility and swelling in her right knee. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unknown date, the patient started treatment with intra-articular synvisc one injection at a dose of 8mg/ ml (frequency: unknown and indication: unknown). On (B)(6) 2018, after unknown latency, patient experienced swelling in her right knee which caused her immobility and she needed physical therapy and acupuncture to treat. She stated that it worsened her osteoarthritis and increased her pain (onset: (B)(6) 2018; latency: unknown). Action taken: unknown. Corrective treatment: physical therapy, acupuncture for caused her immobility; not reported for rest events. Outcome: unknown for all events. Seriousness criteria: medically significant for all events a global pharmaceutical technical complaint was initiated with gptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 04-apr-2018. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 04-apr-2018: the follow-up information received does not alter the overall case assessment. Based on the available information, pharmacological plausibility can be established between the events and suspect product. However, more information regarding injection technique, patient's current clinical presentation, relevant medical history, concomitant medications and other risk factors is required for further case assessment.